Manufacturer narrative:
Investigation: a visual inspection revealed that the cable connection jacket had detached and was received separate. Part of the jacket had sheared off and remained adhered to the cable connector end. Based upon this, the reported complaint "component detached" was confirmed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 cable black cuff separated. After it was plugged in, they noticed that it was broken. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned. The tm stated that she will speak to the hospital staff to ensure that they are not being aggressive when plugging it in or out. The serial number is unk.